Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, " delayed reprocessing due to deep freeze in (B)(6)" involving pentax model eg-3870utk/serial (B)(4). No further information was provided at the time of the report. Additional information received from the facility stated this event occurred during the (B)(6) freeze where the city of (B)(6) was on a boil water advisory for 3-4 days. After procedures were done, the facility manually cleaned the scope and placed in bag (out of service) as they were unable to high level disinfect the scope due to a boil water advisory in the city of (B)(6). Once the boil water advisory was lifted, the facility high level disinfected the scope and notified pentax to return the scope since it was 3-4 days between usage and high-level disinfection. The device was returned to pentax. Pentax service inspectional findings included: passed dry leak test, passed wet leak test, ultrasound warning label cut, light carrying bundle bundle has less than 70% transmission. Repairs were performed on the device which included replacement of the following components: operation channel, air/water tube, bending rubber, deflector stay, tube assy pb-free, angle wire, suction channel lg, air/water supply tube lg, biopsy inlet t-piece, deflector operting wire, adjusting collar, o-ring (1.8x19.8), light guide fiber bundle (lcb), warning label. The device was placed in the loaner inventory after repairs were completed.

Manufacturer narrative:
This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.